Event description:
During index procedure, the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted. The following day, the patient suffered an mi. The reported mi was related to the target vessel. The investigator indicated that the reported event was probably related to the study device. No other clinical sequelae were reported.

Event description:
Approximately (B)(6) months post index procedure it is reported that the patient suffered a second myocardial infarction (mi). The reported mi was unlikely related to the study device. The mi was fatal. The investigator indicated that the reported events were unlikely related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).

Manufacturer narrative:
(B)(4). Inherent risk of procedure (myocardial infarction/death).